Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated repeated alert 38 motor stall alarms despite multiple restarts and adequate battery life, and the user transitioned to backup insulin therapy while blood glucose remained in range. Symptoms included no hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included interruption of insulin delivery from the reported device and temporary use of alternative insulin therapy without clinical sequelae. Investigation included device replacement logistics and the retrieval of the alleged malfunctioning unit for analysis. Investigation of the returned device revealed a reported stalled motor condition consistent with an insulin delivery mechanism malfunction within the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the motor drive system.